Manufacturer narrative:
.

Event description:
Additional information was provided by a company representative who reported that the issue occurred while using a phaco handpiece, not during irrigation/aspiration. The same handpiece was used with another cassette, after the replacement, and then it worked properly.

Event description:
A doctor of ophthalmology reported that during cataract surgery the aspiration function stopped. There was no system message. The peristaltic pump was working, but there was no suction effect. They tried it without the handpiece, and it still did not work. After reassembly, they changed the program to cortex and after entering back to the eye the suction effect recovered. The surgeon assumed occlusion in the cassette. There was no delay and no patient harm.

Manufacturer narrative:
Evaluation summary: the device history records review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The centurion vision system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration. Probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflow I/a handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely. 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace fms. 5. Check fitting and/or replace fms. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).